Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed at 17 cm from the is-1 pin with the extracting stylet inside the distal segment. Visual inspection revealed that a set screw mark was noted on the df-1 terminal distal pin, however there were no signs of a set screw mark on the is-1 terminal pin or ring. Further visual inspection revealed gore abrasion on the single shocking coil at the proximal area. Both lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement for an unknown reason. Daily measurements show the impedance measurement stable at 1650 ohms, so they physician opted to monitor the situation. The patient's system was explanted seven days later due to infection and returned for analysis. The infection was reported in a different medical device report appropriately.